Event description:
When filling medication cassette, rptr noticed a filament floating in the solution added to the pouch. A majority of the cassettes seen to have particles imbedded in the plastic outer shell, but not the inner pouch which is the medication reservoir. It is not a very clear looking product.